Event description:
It was reported that the customer was having issues with removing the needle out and getting differences between sensor glucose and blood glucose readings. Sensor glucose was 342 while blood glucose was 145.8 mg/dl. Customer also stated the site bled profusely advised the customer to change the sensor and that it will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.